Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. No scratches or indications of contact with an object were found with the probe and the grasping section. The tissue pad in the grasping section was worn away and torn, a part of the tissue pad was peeled away. When probe check was performed with usg-400 and td-sb400 owned by aomori olympus, no abnormality occurred. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Event description:
During a laparoscopic cholecystectomy, the subject device was used. After about 1 hour of use, probe damage error occurred, and the tissue pad of the subject device was worn and separated. The intended procedure was completed with another device. There was no patient injury reported.